Manufacturer narrative:
The device has been received by anspach. If add¿l info is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device was ¿heating up during testing.¿ the event was not related to surgery. There were no injuries reported. There was no add¿l info provided.